Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After plain old balloon angioplasty (poba) was performed with a 2.5x15 nc emerge balloon catheter, a 2.50 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, under angiography, the stent appeared to be deformed. The device was then removed from the patient and it was noted that the proximal to the middle portion of the stent had been shortened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged and moved distally on the balloon. As a result the proximal edge of the stent was positioned at 0.6cm distal to the proximal markerband. The stent was bunched just distal to its mid section. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. A visual and tactile examination found the hypotube kinked at 22cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After plain old balloon angioplasty (poba) was performed with a 2.5x15 nc emerge balloon catheter, a 2.50 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, under angiography, the stent appeared to be deformed. The device was then removed from the patient and it was noted that the proximal to the middle portion of the stent had been shortened. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.